Event description:
It was reported that the fiber broke during the procedure. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
Fiber analysis: the fiber distal tip was found to be broken. There was no indication or report of any part of the device remaining inside the pt. Fiber breakage could result in an unsafe firing condition. The most probable root cause of the device failure was determined to be user handling or procedural factors encountered during the procedure.